Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, there was high threshold in several positions. The lead implant was abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.